Event description:
Related manufacturer reference number: 3006705815-2022-18432. It was reported that during surgery to address the invalid impedances the physician accidentally cut the other lead. In turn, both leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.